Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the buttons were not working and taking long to respond. Customer had to press multiple times to get it to work. The center and the back arrow button were unresponsive. Customer had changed battery but button did not respond. No harm requiring medical intervention was recorded. The insulin pump will be returned for analysis.